Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator for spinal pain. It was reported that there was a loss of stimulation and a return of symptoms. The patient's pain returned in (B)(6) 2015. The patient had a x-ray and they saw that the leads had pulled away. The leads were replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.